Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data revealed noise, high ventricular pacing impedance with a measurement of infinite, and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system. Distal conductor fractured; full lead returned.

Event description:
It was reported due to rv (right ventricular) lead fracture, the lead was exhibiting noise, oversensing, no capture and high impedances. The lead was replaced. The atrial lead was also explanted and replaced due to fracture, noise, oversensing, no capture and high impedances and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.